Event description:
It was reported that the customer received a compromised force sensor system alarm when changing the infusion set and rewinding the insulin pump. The customer's blood glucose was 8 mmol/l. Advised customer to revert to a back-up plan. The customer stated that the drive support cap was normal. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.